Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd alaris¿ pump module smartsite¿ infusion set there were back flow issues. The following information was provided by the initial reporter: verbatim: I had IV maintenance fluid running and went to hang an abx as a secondary. I lowered the primary and spiked the secondary as per the instructions (I have done this hundreds of times). I did a couple of patient care items (approximately 1-2 minutes) and when I looked at the abx almost all of it had flowed into the primary bag. I stopped and clamped everything and called anoher nurse in to verify the set-up. When the other nurse arrived she confirmed that the set-up was correct; I then unclamped the seconday tubing (without turning on the pump) and we both watched the remaining ab flow from the abx bag into the primary bag. Since I caught it almost immediately no harm was done to the patient and I replaced all the tubing and fluids and the new set ran correctly.

Event description:
It was reported that while using the bd alaris¿ pump module smartsite¿ infusion set there were back flow issues. The following information was provided by the initial reporter: verbatim: I had IV maintenance fluid running and went to hang an abx as a secondary. I lowered the primary and spiked the secondary as per the instructions (I have done this hundreds of times). I did a couple of patient care items (approximately 1-2 minutes) and when I looked at the abx almost all of it had flowed into the primary bag. I stopped and clamped everything and called another nurse in to verify the set-up. When the other nurse arrived she confirmed that the set-up was correct; I then unclamped the second day tubing (without turning on the pump) and we both watched the remaining ab flow from the abx bag into the primary bag. Since I caught it almost immediately no harm was done to the patient and I replaced all the tubing and fluids and the new set ran correctly.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the secondary medication was flowing up the primary line could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 23025527 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.